Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) used caresite valve without packaging was returned for evaluation. Visual examination of the valve noted 1 vertical crack on the female threads. No other visual defects were noted. The valve was pressure tested per specification with failing results as leakage was noted the crack location. The reported defect of leakage was confirmed. Five (5) retain samples were visually and physically tested per specification with passing results. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. In addition, review of the batch history records was also performed for the reported lot number and no non-conformances or deviations were noted during the manufacturing process or final inspections. While we are unable to confirm the root cause of the reported defect, we will maintain this report for future reference, and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample was received for evaluation. Without the actual device, a thorough investigation could not be performed. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If a sample and/or any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
(B)(4). At this time it is unknown if the device involved is available for evaluation, the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: on (B)(6) 2018, the patient was implanted with the infusion port and connected with the caresite luer access device. On (B)(6) 2018, when given pre-filled sealing tube after infusion, it was found that the joint cracked and leaked. It affected the normal use and the nurse exchanged with a new one. During the infusion, drug used were chemotherapeutic drugs fat emulsion. No injury reported.